Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital inc. The device was returned to olympus for evaluation and the complaint was confirmed and the connector pin was bent. Also, evaluation found there was minor cosmetic damage on the top cover, a minor dent in the front panel and the picture in picture (pip) connector was deformed and needed replacement. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had connector issues. When a scope goes into the video system, it bent the pin inside. There were no reports of patient harm.